Manufacturer narrative:
E1. Initial reporter facility name: (B)(4). The pictures were reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a navi-star¿ thermo-cool¿ electrophysiology catheter sterilization package had been broken. Primary package damaged. It was reported that our distributor ¿(B)(4)¿ did incoming goods checking, opened the outer box (outer box was intact). It was found that the sterilization package had been broken. No surgery was involved. No report on any patient's injury. No additional information could be provided.

Manufacturer narrative:
It was reported that a navi-star¿ thermo-cool¿ electrophysiology catheter sterilization package had been broken. No surgery was involved. No report on any patient injury. The device evaluation was completed on 13-dec-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the package revealed that the sterilization of the pouch was broken. For this type of failure, a manufacturing meeting was performed, and the investigation result determined that this issue was not related to the manufacturing process since the pouch was ripped due to a staple that is not used in any station of biosense webster, inc. Packaging areas. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).